Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump alarmed compromised force sensor system. The customer¿s blood glucose level was 180 mg/dl at the time of the incident. Customer changing infusion set and pump had three different compromised force sensor system alarms.. The customer stated that the drive support cap was normal. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Motor error alarm during the basic occlusion test due to a faulty force sensor resistor. Unable to confirm the compromised force sensor system alarm due to motor error alarm. Pump received with broken belt clip slot, cracked reservoir tube lip, cracked case near display window corners, cracked on display window, stained end cap sticker, peeling address/serial number label and minor scratches on display window noted.